Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to paddle lead had migrated. It was also noted that small positional changes patients feels nothing, then intense levels of stimulation and burning sensation. The patient underwent a revision procedure wherein the paddle lead was repositioned. Nothing was explanted and patient was doing well post-operatively.